Event description:
The dealer states the consumer has a lot of edema and the release levers from the front riggings are making indentations on the consumers calf areas. The dealer states it is primarily the left side.